Event description:
Senseonics was made aware of a false hypoglycemia event due to alleged sensor inaccuracies on (B)(6) 2022 at around 06:30 pm. The reported blood glucose (bg) value was 82 mg/dl but the sensor glucose (sg) value was 57 mg/dl. User received low glucose alerts but was not symptomatic. User did not require medical treatment and was able to self resolve the incident.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The transmitter was not requested to be returned for evaluation as it was still being used by the user. The investigation was performed on the user's data available in data management system. Based on the investigation analysis, there was temporary mismatch between the sensor reading and the fingerstick measurement which was followed by almost matching sensor readings and fingerstick measurements. The hypo alert was asserted approximately 14 minutes prior to the reported temporary mismatch at 6:31 pm cet. Following the event, the system displayed more accurate sensor readings which closely matched the fingerstick measurements. The sensor performance was within expectations and there was no malfunction observed following the event. No further investigation was found necessary for this complaint.